Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as #6000093-2007-00836. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The target lesion was located in the circumflex artery. The first taxus express2 drug eluting stent was placed with no reported difficulties. As the second taxus express2 drug eluting stent was being placed, the guide catheter deep seated into the left main causing a dissection. The pt was sent to surgery and expired. Add'l info has been requested, but has been unavailable.